Event description:
It was reported via an sales that an explant of an edwards aortic valve occurred after an implant duration of approximately 15 years due to calcification and a leaflet was torn at the commissure. It was also learned that this patient is on dialysis treatment and was 45 years old at the time of implant. No additional information provided.

Manufacturer narrative:
The explanted device has not yet been returned to edwards for evaluation; therefore, the reported calcification cannot be conclusively confirmed. However, calcification is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors in addition to intrinsic properties of bioprosthetic valves. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.